Manufacturer narrative:
Siemens filed initial MDR 2247117-2019-00069 on 23-jul-2019. Additional information (15-aug-2019): the immulite 2000 xpi instrument with serial number (B)(6) was replaced with another immulite instrument. The cause of the different troponin I (tpi) results is unknown. The result code and conclusion code in section h6 were updated to reflect the additional information. No further evaluation of this device is required. MDR 2247117-2019-00012_s2, MDR 2247117-2019-00013_s2, MDR 2247117-2019-00064_s1, MDR 2247117-2019-00065_s1, MDR 2247117-2019-00066_s1, MDR 2247117-2019-00067_s1, MDR 2247117-2019-00068_s1, MDR 2247117-2019-00070_s1, MDR 2247117-2019-00071_s1, MDR 2247117-2019-00072_s1, MDR 2247117-2019-00073_s1, and MDR 2247117-2019-00074_s1 were filed for the same issue.

Manufacturer narrative:
The customer contacted a siemens customer care center. The customer reported that discordant, falsely elevated troponin I (tpi) results were obtained on patient samples on an immulite 2000 xpi instrument across multiple days. Since 11-feb-2019, siemens specialists have been dispatched to the customer's site multiple times to resolve this issue. The specialists performed several service actions to resolve the issue. The specialists: inspected the instrument; performed alignments on the instrument; checked the test unit position, reagent pipetting, dilution well, tube lifter alignment, luminometer shutter, luminometer processor, supply voltage, instrument temperature, electrical voltages, probes alignments, dual resolution dilutor (drd) alignments, dilution well alignments, mechanical alignments, and the locking and leveling of the instrument; performed weekly and daily maintenance and mechanical adjustments; corrected drd alignments, luminometers, lifter tubes, lavage centrifuge, water, substrate, probe alignments, and the 3-way valves of the drd's; decontaminated the hydraulic system, substrate lines, other lines in the instrument, and probes; replaced the gasket/retaining ring, reagent probes, sample probes, tube with probe wash and water line filter, water pump, inlet water pipes and washing solutions with filter, washing siphon with pipes, dilution well tubing, vacuum pump, volume pump, 3-way valves, drd seal, drag reagents assembly, washer pump, filter pipe, tube assembly and filter, waste tube, and manifold of the sample and reagent lines; cleaned the centrifuge luminometer, luminometer, incubator, manifold of the liquid sewage, and vacuum pump; ran luminometer light tests, luminometer positional precision studies, substrate counts per second (cps) tests, substrate and water volume check, probe angle tests, watertest pm, water tests, reproducibility tests with patient samples, quality controls (qcs), and pump tests, which recovered acceptably. The specialists also repeated routine samples, which reproduced well. The instrument was returned to operation and a specialist observed the customer's method in preparing samples for routine testing. The specialist advised the customer to centrifuge samples using the correct time and speed and suggested another sample tube brand to the customer. The customer adopted the sample tube brand recommended by the specialist. Siemens is investigating the issue. MDR 2247117-2019-00012_s1, MDR 2247117-2019-00013_s1, MDR 2247117-2019-00064, MDR 2247117-2019-00065, MDR 2247117-2019-00066, MDR 2247117-2019-00067, MDR 2247117-2019-00068, MDR 2247117-2019-00070, MDR 2247117-2019-00071, MDR 2247117-2019-00072, MDR 2247117-2019-00073, and MDR 2247117-2019-00074 were filed for the same issue.

Event description:
Different troponin I (tpi) results were obtained on a patient sample on an immulite 2000 xpi instrument. It is unknown if any of the results were reported to the physician(s). The correct result for this patient is unknown. There are no known reports of patient intervention or adverse health consequences due to the different tpi results that were obtained on the patient sample.